Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient reported that the event of occlusion at infusion site and blood glucose level exceeded 500 mg/dl. No further information was available.